Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported impaired healing is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of impaired healing is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed, and dehiscence related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital because the incision site from a previous procedure was not healing properly. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.